Event description:
Caller reported that the insulin gauge was displaying a different amount than expected. There was no adverse impact to the customer¿s blood glucose level. Customer technical support assisted the caller in reloading the same cartridge, which resolved the issue.